Event description:
Ous MDR - it was reported that 86 months after the implantation the patient was admitted to the emergency due to multiple inappropriate shocks. The ICD was deactivated.

Manufacturer narrative:
On 1/31/2019 - device explanted (B)(6) 2018. Neither the lead nor the ICD were available for analysis. The analysis is therefore based on the review of the production documents and the available follow-up data. The manufacturing process of both products was reviewed. The production documents did not show any anomalies. All manufacturing steps of the lead and the ICD had been carried out correctly. A performed standard electrical test of the ICD documented proper device behavior. Next, the available data of the follow-ups from (B)(6) 2018 and (B)(6) 2018 were analyzed. The data from (B)(6) 2018 contained iegms (episodes 29 to 34) from (B)(6) 2018, which showed physiological intrinsic signals. The trend curves of the pacing and shock impedance were unremarkable. In the data from (B)(6) 2018, the battery state eri could be seen. In addition, iegms (episodes 53 to 55 and 71 to 78) from (B)(6) 2018 were contained that showed interference signals in the right-ventricular channel. This led to multiple charge processes and shock deliveries. The analysis of the impedance trend showed an increase in the pacing impedance from (B)(6) 2018 on from about 400 ohm to about 750 ohm. Based on the results of the data analysis, there is no indication of a malfunction of the ICD. It can, however, not be ruled out that damage to the lead is the cause for the reported inadequate shock deliveries. Should additional relevant information or the products themselves become available, the investigation will be updated accordingly.

Manufacturer narrative:
Neither the lead nor the ICD were available for analysis. The analysis is therefore based on the review of the production documents and of the available follow-up data. The manufacturing process of both products was reviewed. The production documents did not show any anomalies. All manufacturing steps of the lead and the ICD had been carried out correctly. A performed standard electrical test of the ICD documented proper device behavior. Next, the available data of the follow-ups from (B)(6) 2018 and (B)(6) 2018 were analyzed. The data from (B)(6) 2018 contained iegms (episodes 29 to 34) from (B)(6) 2018, which showed physiological intrinsic signals. The trend curves of the pacing and shock impedance were also unremarkable. In the data from (B)(6) 2018, the battery state eri could be seen. In addition, iegms (episodes 53 to 55 and 71 to 78) from (B)(6) 2018 were contained that showed interference signals in the right-ventricular channel. This led to multiple charge processes and shock deliveries. The analysis of the impedance trend showed an increase in the pacing impedance from (B)(6) 2018 on from about 400 ohm to about 750 ohm. Based on the results of the data analysis, there is no indication of a malfunction of the ICD. It can, however, not be ruled out that damage to the lead is the cause for the reported inadequate shock deliveries. If additional relevant information or the products themselves should become available, the incident will be updated accordingly.